Event description:
Ous MDR - after an implantation time of (B)(6), an impedance <200 ohm and sensing loss in the ventricle were reported. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
.